Manufacturer narrative:
(B)(4). One 5.5 exp verse di set scr was received by the customer quality unit. Visual examination found significant wear and damage to the set screw. The initial threads on the setscrew had become torn off. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. It should be noted that the tightening the setscrew when it is cross threaded places force on the setscrew and the tulip head¿s threads that can result in them being torn off. A device history record review could not be conducted as a lot number could not be identified from the returned device. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the setscrew threads becoming torn off cannot be positively determined. However, the noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. It should be noted that tightening the setscrew when it is cross threaded places force on the setscrew and the tulip head¿s threads that can result in them being torn off. No issues were identified in the manufacturing and release of this device as the lot number is not provided. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, product code - 199721000s - correction key, has not been decontaminated and hence not able to read lot number. Date of event - (B)(6). Is the product available for return? Yes. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product in a clinical trial? No. Event outcome/how was it managed? Removed it and used a unitised set screw. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? (If yes please tell us by how long the procedure was delayed) no. Has the reporter facility indicated there may be legal action? No. Please give a detailed explanation of the event? Mr (B)(6) had a double major ais patient. (B)(6) year old female. Screws went in beautifully. Used a cocr rod to correct. Quick sticks were placed on the concavity whilst putting the correction keys into the head of screw. During the reduction, the ck was inserted whilst using a quick stick. The tabs could not withstand the force applied and resulted in cross threading. This resulted in frustration caused as he replaced with a unitised. The other thing we keep seeing was during the reduction and final tightening of the ck. The driver kept slipping and mr (B)(6) had to bang the end of the driver and push with force to lock it down.